Event description:
The pt was injected under the eye, in the brow and cheek area. The pt allegedly developed an abscess on the left cheek. The pt had the abscess incised and drained; a culture was taken. The pt was prescribed steroids and antibiotics, and was treated with hyaluronidase.

Manufacturer narrative:
Per product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). The batch record, including sterility testing records, was reviewed and did not reveal any issues with the alleged product lot.